Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to have a small damage distal to the yoke during a device change out. The lead was repaired and remains in service. No adverse patient effects were reported.